Manufacturer narrative:
Technician replaced the head motor on the bed to resolve the issue.

Event description:
Technician alleged that the head of the bed was not working. The head section was not going up or down and had no CPR function. Head of the bed was slightly elevated. No one was injured.